Event description:
Medical affairs spoke to patient and obtained the following information: patient mentioned that their meter had been giving them a clean test area message for the past two weeks or so. Patient claims the paramedics were called last week because they were experiencing symptoms of low blood sugar. Patient did not test their blood glucose. Spouse called the paramedics and they took patient to the hospital. On the way to the hospital patient's blood glucose was 46mg/dl. Patient was in the ER for two hours before being released. They were treated with IV glucose. Their medication was not changed. When meter had not been working for the past two weeks, patient still took their set amount of insulin. Patient would not provide their insulin regimen with medical affairs. They test 2x a day. Customer service was unable to resolve the cta and sent patient a new meter. Medical affairs is reporting this case as a malfunction, since patient did not try to test their sugar at the time of experiencing symptoms. Per patient once they obtained the cta two weeks ago, they stopped using their meter.